Event description:
It was reported that during an liver resection procedure, the teflon pad came off the device at the end of the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date - unknown, assumed 1st day of month that complaint was reported additional information received: there was some evidence of burn/little bit of melt on the teflon pad but may be considered ¿normal use¿ after a couple of hour case. As stated in the report, the pad came off the device after the case was over¿the whole pad as evidenced in the unit being returned. No portion of the pad remained in the jaw of the disposable except there was no pad left in the groove of the jaw. The pad came off in one piece. No portion of the pad came off inside the patient. It almost looks like the pad was dislodged with force (cleaning??) Or simply came unglued. The pad is taped onto the plastic portion of the packaging for your examination (so yes, was retrieved and is being returned).